Event description:
It was reported that the patient felt slightly faint and their arms felt limp after exerting pressure on a battery powered drill; holding it with both hands. During the patient¿s exam in the clinic, it was noted that the right ventricular (rv) lead measured slightly elevated threshold. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted (B)(6) 2005. (B)(4).